Manufacturer narrative:
Unit passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Hardware low level failures alarmed during self test and pump trace download confirmed hardware low level failures due to broken trace at u1 pin 6/sda) on keypad assembly. Unit communicated properly with the guardian link 3 and the test plug. No pump/sensor communication anomaly or calibration anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to fill reservoir as well as there was no error message or alarms present. The blood glucose level was unknown. The insulin pump was returned for analysis.